Event description:
It was reported there was no iodine in the sponge of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gd895110 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual used sample was returned. During visual inspection of the returned sample, the presence of iodine was detected. Review of production records was performed and the betadine weight check was found to be within the acceptable range. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.